Event description:
It was reported that during the cardiac surgery, the shock lead was cut. The patient was hospitalized and monitored, and the cardiac resynchronization therapy defibrillator (crt-d) was programmed to left ventricular (lv) lead pacing only. All tachy therapies were programmed off. Device replacement with a pacemaker is expected, as the physicians no longer believe the patient requires an crt-d device, however this crt-d system remains implanted at this time. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information on this lead. At this time, no further information is available.

Manufacturer narrative:
This report contains additional information in section b2 outcomes attrib to adv event, b5 describe event or problem, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that during the cardiac surgery, the shock lead was cut. The patient was hospitalized and monitored, and the cardiac resynchronization therapy defibrillator (crt-d) was programmed to left ventricular (lv) lead pacing only. All tachy therapies were programmed off. Device replacement with a pacemaker is expected, as the physicians no longer believe the patient requires an crt-d device, however this crt-d system remains implanted at this time. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information on this lead. At this time, no further information is available. Additional information received indicated that shock lead was cut in the vena cava, but it was still connected to the device. The device will be replaced soon. Additional information received indicated that this damage lead was surgically abandoned, and a new lead was successfully implanted. The device was explanted as it was about to reach elective replacement indicator (eri). No additional patient adverse effects were reported.